Event description:
It was reported that a smiths medical pump alarmed "no disposable pump won't run". Pump settings: res vol 37.9 ml, rate 2.1 ml/hr, given 60.85 ml. Air in line. Patient not affected.